Event description:
Baxter received a report from the distributor to report the totalcare head of bed cannot be raised. The bed was located at the account. There were patient involvement and no injury or any impact to the patient or user resulting from this.

Manufacturer narrative:
The baxter technician found the valve needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The valve will be replaced to resolve the reported event. Based on this information, no further action is required. If any further, relevant information is received, the record will be reassessed accordingly.